Manufacturer narrative:
The device is combination product.

Event description:
It was reported that stent damage occurred. A 2.75x24 synergy stent was selected for use, however, during preparation the stent was noticed to be damaged. Another synergy stent was used to perform the procedure. No patient complications were reported and the patient's condition following the procedure was reported to be stable.